Event description:
It was reported that pump was on, but the screen remained black, and customer blood glucose level remained within normal range but specific value was unknown. Customer was instructed to try turning pump on using center button and then to connect pump to known working power source, but pump screen remained black. The customer reverted to an alternate method of insulin therapy.